Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a leak on unicel dxc 600 pro synchron clinical system. The customer stated no foam was leaking and dispersed all under hydro. No injury was reported and there was no effect to patient or user.

Manufacturer narrative:
Bci field service engineer (fse) visited the site on (B)(4) 2011, and replaced no foam bottle assembly. The issue was resolved.